Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer attempted to change infusion set and cartridge but received cartridge alarm while filling tubing. Ultimately, the pump was replaced, andthe customer contacted the healthcare provider to obtain alternate insulin therapy.